Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the defibrillator longevity was less than five years. It was also reported that the patient's spouse stated the battery was "low". The defibrillator was removed and replaced. No patient complications were reported as a result of this event.